Manufacturer narrative:
H10. Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of customer provided image confirms the batch number, the sutures are with device, and the depth gauge is in manufacturer position. A visual inspection revealed that the depth gauge is in manufacturer position. T1 is out of the needle. T2 is still in the needle. The actuator push assembly is in the t1 position ready for deployment. The sutures appear to be in good condition. Curvature of the needle is as manufacturer intended. A functional evaluation revealed the deployment knob compression would deploy t1 anchor if t1 was in device and a second compression deployed t2 anchor as intended. The devices actuator returned to t1 deployment position as intended. The suture tightens whenever pulled and the depth gauge moves as designed. A review of the instructions for use found: read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during meniscus repair, t2 can't be deployed. The malfunction was solved with no patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.